Event description:
I would like to ask the FDA to review and tighten the tolerances allowed with glucometers/strips used for blood-testing in diabetics. I believe the 20% variance is too high for the accuracy needed to effectively monitor and control blood-glucose levels. The body of the diabetic doesn't always given an accurate response to glucose levels or the person would probably know beforehand that they were experiencing diabetic symptoms and the glucometers are supposed to assist the diabetic in what they may need to accurately record and adjust these glucose levels, be it with food or medication and in extreme cases, emergency treatment. A false "high" or "low" can be detrimental to the welfare of the diabetic...10-30 point differences -+ or -- from actual levels can elicite the wrong actions to correct these blood glucose levels. Manufacturing standards give "tolerances" for parts/equipment depending on the items in question. Some strategic items have very, very low tolerances. I would say that the "tolerances", in this case, should be very strict when it comes to human lives! We should be able to trust our equipment to let us know where we stand in our blood glucose levels and the 20% variances now allowed are not accurate enough to allow good/great control. I think the standards of functionality should be exceptionally high. Thank you for your consideration of this situation.